Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02425. It was reported, the pt had difficulty establishing communication between his programmer and ipg. The pt reported, he still could charge and turn his stimulation on and off using the magnet. The pt also reported, he sometimes feels a shock in the area of stimulation and then the overstimulation goes away. Follow-up identified the sjm representative met with the pt for reprogramming and to try a replacement programmer. It was reported, the new programmer communicated with the ipg after a few minutes then the pt felt a jolt. The programmer allegedly stopped communicating with the ipg at this point. It was reported the pt currently does not have stimulation. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.